Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04nka, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins seemed like it was not controlling the patient's tremors like it should have been. The caller added that the patient's healthcare provider (hcp) checked the ins and discovered that a lead "came loose---it came detached." The caller stated that the hcp did not do anything with the lead (no revisions), so the hcp had to increase the patient's therapy settings. The caller mentioned that because the patient's therapy settings are so high, the ins "uses voltage quickly" and results in the ins battery needing to be replaced every 2 years. During the call, the caller stated that the patient programmer was showing eri (2.57 v) when they checked the patient's ins, noting that the patient will be getting the ins battery replaced tomorrow. The caller stated that the patient's hcp told them about the activa rc and advised the caller to call patient services for more information. They gave an overview of the activa rc and wireless recharger system.